Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and dislodgement was confirmed by x-ray. The physician believes the ra lead dislodged due to mechanical interaction with the patient's dialysis catheter. The lead was explanted and replaced. No patient complications have been reported as a result of this event.